Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 50 months. On (B)(6) 2014 a new pad-pak was installed and the device was manually powered up, passing a self-test. The device continued to perform to specification, alongside one ten minute manual power up, up to (B)(6) 2015. Further multiple manual powers mainly of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.